Event description:
It was reported by service report that the foot section mounts are severely rusted possibly due to ingress of body fluids. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section support mounts replaced because surface rust was an infection concern.